Manufacturer narrative:
Service was not dispatched to the site for this event as it was resolved with routine troubleshooting. Beckman coulter inc. Assessment of customer supplied instrument assay performance data indicated that level one accutni quality control results were recovering outside of the customer's established ranges on (B)(6) 2012. System checks performed by the customer after (B)(6) 2012 failed to meet instrument specifications until customer troubleshooting was performed. The customer replaced the peripump tubing. After which, another executed system check met expectations. Beckman coulter inc. Assessment of customer supplied data indicated that subsequent testing, after troubleshooting, produced lower results within the normal reference range for sixteen patients and reproducible results within the normal reference range of the assay for three additional patients which exceeded the labeled assay precision claims. In conclusion, the peri-pump tubing that required replacement by the customer is the most likely cause of this event. Associated mdrs: 2122870-2012-00304, 2122870-2012-00332, 2122870-2012-00333.

Event description:
The customer reported that erroneous cardiac troponin (accutni) results were generated from a unicel dxc 600i synchron access clinical system for multiple patient samples over three days. This report represents the generation of erroneous or imprecise cardiac troponin (accutni) results, generated for nineteen patients on (B)(6) 2012. The initial erroneous accutni results were reported outside of the laboratory and it is unknown as to whether there was any impact to the patients, or modifications to their treatment, based upon the erroneous results. No specific patient information or sample collection/handling information was provided by the customer.